Manufacturer narrative:
Mattress was replaced.

Event description:
It was reported via repair work order that the mattress had fluid intrusion due to a damaged bladder. No adverse consequence or clinically relevant delay in treatment was reported.